Event description:
During surgery for an abdominal hysterectomy and bilateral salpingectomy, the ethicon harmonic laparoscopic shears malfunctioned. When the shears were removed from the patient, it was noted that the plastic part the blade comes in contact with when cutting was melted. Another unit was brought into service and the procedure was completed. There was only a minor delay in the procedure and no untoward outcome for the patient. Or staff interviewed advised that has happened several times; however, this was the first reported to the risk manager. The device was retained. The device rep will be contacted and informed of this issue.